Event description:
Information received that the head hi/low drifted down overnight. Unit in bedshop. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low drifted down overnight due to defective valve. Replaced the hydraulic valve and clean debris from port to resolve this issue. Unit found in bedshop.